Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ needle precisionglide 21x1-1/2in had foreign matter in the neck of the cap. 10-20 tubes did not fill correctly and this led the customer to scrap the package. This occurred on 160 separate occasions. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: the batch history (DHR) analysis, maintenance records and quality notifications were performed and no occurrence were found for this batch. We received picture sent by the client for evaluation, though no samples were received, so it was not possible to confirm the complaint for the defect and determine the probable root cause or to carry out an investigation. The defect is not possible to identify. We inform that in the manufacturing process there are actions to avoid this failure mode, in the packaging process and according to the control plan, there is visual inspection activity every 02 hours in 40 pieces. In the same way and during the assembly process, the visual inspection activity needle every 02 hours in 50 pieces. The complaint was not confirmed, sample was not provided for evaluation, and root cause was not applicable. We emphasize that the area of manufacture is according good practice manufacture, the machines are in controlled environment and without contact with external area. Associates who work in the area are equipped with specific clothes, cap and joan d¿arcy cap. In this way, it is avoided that particles from the external environment can reach the product in process. The indicators of production versus quality are monitored so that this mode of failure can be measured and having its rate and trend.

Event description:
It was reported that bd¿ needle precisionglide 21x1-1/2in had foreign matter in the neck of the cap. 10-20 tubes did not fill correctly and this led the customer to scrap the package. This occurred on 160 separate occasions. No serious injury or medical intervention was reported.